Event description:
Normal saline was hung per mar [medication administration record]- the clearlink continu-flo solution set with duo vent spike was attached to the saline. A pressure bag was also used to help administer the fluids. 5 minutes after the fluids were hung, a puddle of water was noted on the floor. The connection with the patient was checked and identified as secure - starting from the patient moving toward the bag of normal saline, the tubing was checked by this rn - it was identified that water was squirting out of the port closest to the patient. The fluids were immediately stopped and a new bag of fluids with new tubing was hung and administered per mar. Manufacturer response for IV tubing, clearlink (per site reporter).